Event description:
It was reported the lead exhibited t wave oversensing. The ventricular sensitivity was adjusted and the lead remains in use. The patient is enrolled in the shock-less study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.